Manufacturer narrative:
Although this was initially reported as a reportable event, further follow up revealed this balloon catheter was used in a non-vascular procedure. No pt injury has resulted from this type of non-vascular procedure to date. Therefore, co does not consider this event to meet the criteria of a reportable incident.

Event description:
A balloon developed a leak during a percutaneous transluminal angioplasty. No pt complications resulted from this event. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed several pin hole leaks. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistant with overpressurization and contact with a sharp external source, several pin hole leaks. Therefore, co believes these factors contributed to this event and do not attribute it to this device. However, without further details about the event, co cannot determine the exact cause for this event. Direction for use state: "do not exceed the normal presure printed on the product label. Never manipulate the catheter with the balloon inflated. The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."